Event description:
As reported, before deployment of a 6/7f mynx control vascular closure device (vcd) the top where the sealant is located prematurely cracked. The physician deployed the mynx, and the physician removed the delivery device and hemostasis had not been achieved. Pressure was held for 45 minutes, and the patient had a rebleed in recovery. After 2 hours the patient had developed a large hematoma and had to go to the hospital urgently. The patient was diagnosed with active bleeding via computed tomography scan at the hospital. The device was stored properly without damage to the packaging. The vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 6f non-cordis sheath. No unusual force was used during using the device. There were no issues prepping the device. The device was removed according to the IFU carefully. The device was unable to be used. The device was stored and prepped per the instructions for use. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, before deployment of a 6/7f mynx control vascular closure device, (vcd) the top where the sealant is located prematurely cracked. The physician deployed the mynx, and the physician removed the delivery device and hemostasis had not been achieved. Pressure was held for 45 minutes, and the patient had a rebleed in recovery. After 2 hours the patient had developed a large hematoma and had to go to the hospital urgently. The patient was diagnosed with active bleeding via computed tomography scan at the hospital. The device was stored properly without damage to the packaging. The vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 6f non-cordis sheath. No unusual force was used during using the device. There were no issues prepping the device. The device was removed according to the IFU carefully. The device was unable to be used. The device was stored and prepped per the instructions for use. The device was not returned for analysis. A product history record (phr) review of lot f2105501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant sleeves-cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Access site hemorrhages/hematomas are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhages are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, proper placement of the sealant at the arteriotomy, and the patient's compliance to decreased mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without return of procedural images or the device, the reported ¿haemorrhage¿ and ¿haematoma¿ could not be confirmed, and no determination of possible product contributing factors could be made. Based on the limited information available for review, it¿s not possible to determine what factors may have contributed to the damage reported and the bleeding events experienced. However, handling of the device could have contributed to the damaged condition experienced, and patient/manual compression factors may have contributed to the bleeding events. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. The outer sleeve is assembled with 2 side slit overlap outer sleeves, and the sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ after deployment of the sealant, the IFU states, ¿continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.